Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. End of life (eol) is suspected to be the cause. Upon explant the physician noted that the can appeared to be crowning. The device was replaced and will be sent back for analysis. No adverse patient effects have been reported at this time as a result of the devices inability to establish telemetry.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the case was swelled due to normal due to a normally depleted battery. The labeled longevity calculation could not be performed due to no telemetry established, and there was no memory dump to attain the information needed to perform the calculations. However; 10.6 years far exceeds the normal life span for this device and with no allegations we can assume that the device depleted normally and eventually went to the no telemetry condition due to low battery voltage.